Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose readings of 550 mg/dl. High blood glucose was treated with bolus delivery and set change. Customer declined troubleshooting for high blood glucose.